Manufacturer narrative:
The device manufacturer date was provided as 03/18/2011. H4 of this follow up has been updated. Investigation results the system was not checked at the customer site. Manufacturing records review the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a day after a ilasik treatment surgeon observed an issue with a patient. He noticed a shift, as if the nasal flap was shrinking, with stroma exposed. As a consequence, flap folds and severe astigmatism appeared. The patient admitted that he did not follow the recommendations and did not put on the protective covers for the night after the surgery, but he did not remember injuring the eye either. That day surgeon performed another procedure, cleaning the exposed area near the flap of the epithelium that had already grown there, lifting and rinsing the flap and straightened the flap with a spong. He put on a contact lens and an eye patch until the next day. After check-up, it was observed that the flap was contracted again and exposed the stroma from the nasal side as before, although to a lesser extent. Surgeon is planning another treatment, another attempt to straighten the flap. No further information has been received.